Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had two scs systems. This report is in reference to the ipg related to the peripheral system. It was reported the patient experienced pain at the ipg site whether stimulation was on or off. In turn, the patient's (peripheral) scs system was explanted.